Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d10 for device return date, g4 for analysis awareness date, and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status, h6 for method, result and conclusion codes, and h7 for remedial action taken.

Event description:
Per complaint (B)(4), a patient presented with a swollen area near the placement of their dental implant during a recall visit despite taking amoxicillin. The patient was treated with a different antibiotic, but the swelling persisted. The site was opened up two months later, where it was discovered that the infection had eroded the buccal bone nearly to the apex of the implant body. A significant bone graft and membrane placement were performed. Pain, dehiscence, and inflammation were also reported. The dental implant was removed.